Event description:
Discordant advia centaur (B) (6) result was obtained on a pt sample. The result was reported to the physician. The sample was retested and the corrected result was reported to the physician. There was no report of pt intervention or adverse health consequences due to the discordant (B) (6) pt result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant (B) (6) pt result was due to the malfunction of the reagent probe 1 and reagent diluter. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.